Event description:
It was reported that a catheter issue occurred. The 90% stenosed 15mm x 4.00mm target lesion was located in the severely tortuous and severely calcified middle segment of the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter fractured. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed 15mm x 4.00mm target lesion was located in the severely tortuous and severely calcified middle segment of the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter fractured. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Based on the evidence, the as reported code of catheter damage/defective is confirmed. The kink found can contribute to device malfunction during the procedure.